Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the patient took a deep breath and coughed, causing the right ventricular (rv) leadless pacemaker (lp) to be released prematurely from the delivery catheter and perforated the right ventricle, settling into the pericardial sack. The patient was sent for heart repair surgery. The rvlp was implanted. Patient condition was stable post procedure.

Event description:
New information received notes that the patient also had cardiac effusion. In the heart repair procedure, the blood was drained and reintroduced to the patient. The right ventricular leadless pacemaker remained in the pericardial sac, and a traditional pacemaker system was implanted later on (B)(6) 2025. No further patient consequences were provided.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.